Manufacturer narrative:
Date of pain is (B)(6) 2020, date of revision surgery was (B)(6) 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Expiry date: october 1, 2029. Part number: 04.168.480s. Lot number: 24p3220. Manufacturing site: (B)(4). Release to warehouse date: november 8, 2019. A manufacturing record evaluation was performed for the finished device with lot number 24p3220, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for a femoral subtrochanteric fracture. On the date of discharge, which was (B)(6) 2020, the patient felt a strong pain when she moved from one chair to another chair. An x-ray was performed and a fracture at the distal area of the locking screw was found. The surgeon commented that patient had a pain before the subtrochanteric fracture and suspected that the pain was caused by a crack that might have existed at the second fracture site. On (B)(6) 2020, the patient underwent a revision surgery. In the revision surgery, the surgeon did not remove the femoral neck system (fns) from the patient. The locking screw could not be extracted because it rotated together with the proximal bone fragment. The surgeon cut the screw and used a plate and a wire to fix the bone. There was no surgical delay. The procedure was completed successfully. Concomitant devices reported: femoral neck system plate 1 hole ¿ sterile ( part number 04.168.000s, lot 5l65451, quantity 1), bolt for femoral neck system 80mm length-sterile ( part number 04.168.280s, lot 27p1531, quantity 1), 5.0mm ti locking scr slf-tpng w/t25 stardrive 38mm-sterile (part number 412.213s, lot 5l90940, quantity 1). This report involves one (1) antirotation screw for femoral neck sys 80mm length ¿ sterile. This is report 3 of 4 for (B)(4) and captures the post-op event where the patient underwent a revision procedure. Related complaint (B)(4) will capture the intra-op event where the locking screw could not be extracted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.